Event description:
During follow-up, high capture threshold and noise leading to oversensing and episodes of inappropriate automatic mode switch were observed on the right atrial (ra) lead. Damage to the ra lead was suspected but not confirmed visually. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
During follow-up, high capture threshold and noise leading to oversensing and episodes of inappropriate automatic mode switch were observed on the right atrial (ra) lead. Damage to the ra lead was suspected but not confirmed visually. The ra lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.